Manufacturer narrative:
B3/d10: the event has been ongoing for a year from the day the issue was reported on march 18, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension sets had connection issues to interlink solution sets. When connecting the primary tubing set to the extension set, it felt as though the connection did not fully sit right. There were also instances of the primary tubing fully disconnecting from the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-01473. All information can be found under manufacturer report number 1416980-2025-01473. Should additional relevant information become available, a supplemental report will be submitted.